Manufacturer narrative:
Based on the claim against the product by the customer noting no image in the right eye, an investigation was completed to determine the cause of this reported event. A field service engineer (fse) was dispatch on site to investigate the reported problem. The fse tested to make sure that the system powered up with both ssc connected. The customer was advised to setup the two ssc to confirm if the right eye was restored. The fse used the remotefe logs and verified that were no additional low fiber warnings or right eye issues. The root cause cannot be determined based on the information provided. Since the log review was inconclusive, the reported event was unable to be confirmed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the surgeon side cart (ssc) right eye was not displaying an image. The onsite logs had errors 54 and 55 indicating a low fiber warning to ssc 1. The surgeon had moved to the second ssc to continue with the procedure at the time of the call. The customer found the top fiber port on the vision side cart was showing red. The customer did not want to troubleshoot as the surgeon had continued with the procedure. The tse recommended the customer power the system off and reseat the fiber cable to the ssc1 and power the system back on. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and confirmed that the customer changed out the endoscope and then contacted the clinical sales rep to try and reseat the endoscope as well as try to work on the dual console in the room. The case was completed. The issue was not resolved by the using the tech support instruction.